Event description:
In 2004, pt with a small (4mm) secundum atrial septal defect underwent transcatheter occlusion under tee guidance with a 12mm asd device in an uncomplicated procedure. Later that day, tee revealed excellent device positioning without residual shunt. The next day the pt returned to the ER with symptoms of nausea, vomiting, and facial pallor. Mild hypotension and tachycardia were noted and an echo revealed a large pericardial effusion with diastolic collapse of the right atrium. The pt was taken emergently to the o.r for surgical removal of the device and repair of both the defect and erosion through the right atrium. The pt was reported to be doing well and was discharged four days post op.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.